Manufacturer narrative:
(B)(4). Date sent: 5/13/2024. D4: batch # 633c56. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with a gst60b reload loaded on the device. The reload was received partially fired 1/16. The returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number 633c56, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 4/25/2024. D4: batch # unk. Additional information was requested, and the following was obtained: what was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Was the staple line interrupted; staples not present/visible on any portion of the staple line? Were there staples missing from the staple line? The staples were fully out of the staple line, their legs were straight and not b-shaped. No staples were visible in the staple line. There doesn't seem to be a shortage of clamps in the clamping line. A manufacturing record evaluation was performed for the finished psee60a, with lot/batch number a9dz9r, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
According to dr., during a gastrectomy operation on (B)(6) 2024, an echelon device was used. During the operation, the line of staples in the first shot was not uniform. As a result, the surgeon decided to replace the device. The operation continued normally without significant delay or harm to the patient. The device was replaced with a new device .